Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus disorder, cardiac pacemaker insertion, abdominal pain, vomiting, irregular menstrual cycle, dysphagia, hernia, autoimmune disorder, ovarian cyst and asthma. Concomitant products included fludrocortisone acetate (florinef) since 2006, tizanidine hydrochloride (zanaflex) since 2006 and venlafaxine hydrochloride (effexor) since 2019. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("blood or heart disorder/condition type: anemia") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In 2016, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid") and experienced cyst ("tumor / teratoma / cancer type: cyst"). In (B)(6) 2018, the patient experienced abdominal pain lower ("lower right quadrant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("vaginal pain") and scar ("scar"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine and dyspareunia had resolved, the vaginal haemorrhage, allergy to metals, uterine leiomyoma, cyst, fatigue, alopecia, abdominal pain lower, vulvovaginal pain and scar outcome was unknown and the depression, anaemia, nausea and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, scar, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, nickel allergy, migraine discrepancy noted in insertion date- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine leiomyoma, nausea concerning the injuries reported in this case the following were reported via social media- scar, vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs, medical records and social media receive- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), bladder disorder, urinary tract disorder, anemia, nausea, dyspareunia(painful sexual intercourse), tumor / teratoma / cancer type: cyst/fibroids, fatigue, weight gain, hair loss and lower right quadrant, vaginal pain, scar were added. Reporter information, concomitant drug and medical history were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal stenosis in 2006, sinus disorder, cardiac pacemaker insertion, abdominal pain, vomiting, irregular menstrual cycle, dysphagia, hernia, autoimmune disorder, ovarian cyst, asthma, autonomic dysfunction, uterine ablation, cardiac dysrhythmias, asthma and adrenal insufficiency. Current weight 154lbs. Concomitant products included fludrocortisone acetate (florinef) since 2006, tizanidine hydrochloride (zanaflex) since 2006 and venlafaxine hydrochloride (effexor) since 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("blood or heart disorder/condition type: anemia") and nausea ("nausea"). In (B)(6) 2011, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In 2016, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid") and experienced cyst ("tumor / teratoma / cancer type: cyst"). In (B)(6) 2018, the patient experienced abdominal pain lower ("lower right quadrant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("vaginal pain") and scar ("scar"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine and dyspareunia had resolved, the vaginal haemorrhage, allergy to metals, uterine leiomyoma, cyst, fatigue, alopecia, abdominal pain lower, vulvovaginal pain and scar outcome was unknown and the depression, anaemia, nausea and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, scar, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, nickel allergy, migraine discrepancy noted in insertion date- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on 30-dec-2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: a uterus, endometrium (curettage): secretory endometrium, fragments of benign lower uterine segment mucosa. Benign cervical mucosa from the transformation zone with acute inflammation. Lot number: 20227513, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic'), vaginal haemorrhage ('abnormal bleeding (vaginal)' and menorrhagia ('abnormal bleeding (menorrhagia)' in a 32-year-old female patient who had essure (batch no: 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal stenosis in 2006, sinus disorder, cardiac pacemaker insertion, abdominal pain, vomiting, irregular menstrual cycle, dysphagia, hernia, autoimmune disorder, ovarian cyst, asthma, autonomic dysfunction, uterine ablation, cardiac dysrhythmias, asthma and adrenal insufficiency. Current weight 154lbs. Concomitant products included fludrocortisone acetate (florinef) since 2006, tizanidine hydrochloride (zanaflex) since 2006 and venlafaxine hydrochloride (effexor) since 2019. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("blood or heart disorder/condition type: anemia") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In 2016, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid") and experienced cyst ("tumor / teratoma / cancer type: cyst"). On (B)(6) 2018, the patient experienced abdominal pain lower ("lower right quadrant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("vaginal pain") and scar ("scar"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine and dyspareunia had resolved, the vaginal haemorrhage, allergy to metals, uterine leiomyoma, cyst, fatigue, alopecia, abdominal pain lower, vulvovaginal pain and scar outcome was unknown and the depression, anaemia, nausea and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, scar, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, nickel allergy, migraine. Discrepancy noted in insertion date: on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Pathology test: on (B)(6) 2017: a uterus, endometrium (curettage): secretory endometrium, fragments of benign lower uterine segment mucosa. Benign cervical mucosa from the transformation zone with acute inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: mr received: lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel") and migraine ("migraine."). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals and migraine outcome was unknown. The reporter considered allergy to metals, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, nickel allergy, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: reporter information and lab data was added. Previously added event "injury was replaced with event " pelvic pain, nickel allergy, other injuries/symptoms: migraine". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.